Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated an error code which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the inspiratory printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.